Manufacturer narrative:
D4: UDI is unknown as the lot number was not reported.

Event description:
It was reported that the bur was vibrating during testing. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.